Manufacturer narrative:
Based on the claim against the product by the customer noting a blinking yellow led on arm 1 and a message of arm not ready, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue therefore removed and replaced universal surgical manipulator (usm) 1 per procedures. On normal mode power up, usm 2 and usm 3 carriage lights flashed yellow. There was semi-dry sticky substance on the carriage causing the presence pins and motor packs to get stuck in the down position. The fse also replaced usm 2 and 3. The system was tested and verified as ready for use. Isi received the usm 1 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the reported complaint via system logs and was able to reproduce the reported complaint in-house. The unit was tested on an in-house system in normal mode where it failed upon startup. The unit had to be disabled due to stuck presence pin. During visual inspection it was notice that the one of the middle presence pins was sticking. The unit was also tested on psc fixture test platform (pftp) were it failed the carriage switch test for the presence pin. The unit was also tested on the pftp with no related errors. All presence pins and top plate will be replaced as fix. The complaint regarding a blinking yellow led on arm 1 and a message stating the arm was not ready was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. Isi received the usm 2 involved with this complaint and completed the device evaluation. Fa investigations confirmed the reported complaint via system logs and was able to reproduce the reported complaint in-house. The unit was tested on an in-house system in normal mode with no related errors. The unit was also tested on a pftp and passed carriage switches, lissajous, check sensors, sine cycle, and carriage sine cycle all passed. During inspection of the carriage, fa noticed significant dried up fluid intrusion on the top plate. The top plate and gearbox will be replaced as a fix to the reported failure. Isi received the usm 3 involved with this complaint and completed the device evaluation. Fa investigations was able to confirm/reproduce the reported complaint. The unit was tested on an in-house system in normal mode where there were triggered errors. However, there blinking yellow leds on the carriage. The unit was also tested on a pftp where there were no triggered errors. Upon visual inspection, substance was observed on the top of the carriage causing a presence to be stuck in the down position. Substance was also observed on the gearboxes and top plate. As a fix, the presence pins, gearboxes, rotors, and top plate will be replaced. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic surgery. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer reported a yellow led on arm 1 and received a message stating arm was not ready. The customer replaced the drape and power cycled with no change. The customer removed the second drape and checked the presence pins on the carriage and observed the one in front of the middle 5th wheel was still pressed down. They were able to free the pin and push back down on it a second time however it did not come back up. The customer needed all 4 arms for the case. The customer called back in for guidance on moving the system back away from the patient. The intuitive surgical, inc. (Isi) technical support engineer (tse) noted with the pin stuck, the customer needed to use manual mode unless they could get the pin to pop back out. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.